Event description:
It was reported that a (B)(6) year old male patient underwent a right transcarotid revascularization procedure on (B)(6) 2019. The physician accessed the common carotid artery (cca) and placed the arterial sheath. The physician then advanced the .014 wire however, it appeared to be in a dissection plane. The physician was unable to advance the .014 wire past the lesion and the procedure was then converted to carotid endarterectomy (cea). The patient was doing well after the procedure. No additional details were provided.